Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7111954.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation and abnormal eft and blood counts. The patient underwent an explant procedure where the leads were removed. The patient was recovering post-operatively. The explanted leads were disposed at the medical facility and were not returned to bsc.